Manufacturer narrative:
Device power up properly after battery installation. Unit received with operating currents within specification. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 4 noted. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm confirmed in the pump history due to broken pin 6 trace (sda) on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer stated that they were not receiving alarms for their predictive alerts and low alerts. The customer¿s blood glucose during the incident was unknown. The customer received a hardware low level alarm. During troubleshooting, the audio test and self test passed. However, the absence of alert for the low predictive alert was not resolved. The device will be returned for analysis.